Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated that the insulin pump was suspended before low and she did not noticed. Customer also stated that they did not heard the insulin pump alerted. Customer was treated with bolus. The customer alleges that the insulin pump was under delivering because the customer blood glucose went up. No harm requiring medical intervention was reported. The device will not be returned for analysis.